Event description:
The device was used during a low anterior resection procedure. Reportedly, the safety was broken and the instrument was difficult to fire. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/14/1998-supplement report #1 sent to FDA.